Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient who was recently implanted is showing no flows and mean arterial pressure (maps) in 60¿s. CT shows in flow cannula is open however there is contrast around the outside of the outflow graft where it is connected to the pump. Transesophageal echocardiography (tee) is in process. The patient was placed on the system controller on (B)(6) 2020 at 12:50:51. Log file revealed that the pump is operating at the set speed so there do not appear to be any issue with the pump. After this controller was connected power and pulsitile index (pi) values were captured however the flow calculation is 0.0 lpm. There appears to be something interfering with blood flow through the pump. Additional information reported that the patient was repositioned by staff after which vad flows began registering zero. Hfc changed controller, concerned flow calculator malfunction. Flow state did not change on new controller. CT to assess pump flow and echo performed. Patient was emergently taken back to or and placed on cpb to determine and correct cause of lack of flow. Surgeon determined a pledget at the apical cuff site pulled through the ventricular tissue causing significant lv bleeding and inflow cannula malposition. It was noted that the patient had unusually delicate, friable tissue. This was then repaired and corrected, vad support initiated, cpb weaned. Lvad flows restored to ~4 lpm at 5000, full closure performed, and the patient was transported to the intensive care unit (ICU) stable. No additional information reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data submitted by the account and the log file data downloaded from the returned system controller confirmed the reported reduction in calculated flow to 0 lpm associated with continuous low flow alarms. The cause of the low flow condition could not be conclusively determined through this evaluation; however, it was reported that a pledget at the apical cuff site pulled through the patient's friable ventricular tissue, causing significant left ventricle bleeding and inflow cannula malpositioning, the surgical repair of which resulted in restoration of normal flows. The reported malpositioned inflow cannula could not be confirmed through this evaluation as no images showing the issue were provided. It was reported that on (B)(6)2020 (post-implant day 5), the patient was repositioned by hospital staff, after which his vad flows began registering as 0 lpm. There was an initial concern for a flow calculator malfunction; therefore, the patient¿s system controller was exchanged. However, the no flow state did not resolve when support was initiated on the backup controller. A CT scan and transesophageal echocardiogram (tee) were reportedly performed to assess pump flow. Review of the submitted and downloaded log file data showed that calculated flow remained stable in the range of about 3.5-4.5 lpm until reducing to 0 lpm at approximately midday on (B)(6)2020, resulting in continuous low flow hazard alarms. Calculated flow did not restore to normal values after the controller was exchanged. Despite the no flow condition, the system appeared to be operating as intended at speeds above the low speed limit and no atypical lvad faults were captured. Additional information provided indicated that the patient was emergently taken back to the operating room and placed on cardiopulmonary bypass (cpb) to determine and correct the cause of the lack of flow. The surgeon reportedly determined that a pledget at the apical cuff site pulled through the ventricular tissue, causing significant left ventricle bleeding and inflow cannula malpositioning. It was noted that the patient had unusually delicate, friable tissue. The issue was reportedly repaired and corrected, after which vad support was initiated, cpb was weaned, and lvad flows restored to approximately 4 lpm. A full chest closure was performed and the patient was transported to the ICU in stable condition. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU additionally explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this document. In addition, the IFU outlines the proper method for suture and pledget placement and cautions the user to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.